Manufacturer narrative:
This report is submitted on february 12, 2021.

Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over in the cochlea, during the implantation surgery on (B)(6) 2021. The wound was reopened in order to revise the tip fold over, which resulted in extended surgery time. The patient was successfully implanted following the revision.